Event description:
It was reported that the user experienced recurrent hypoglycemia followed by hyperglycemia while using the ilet bionic pancreas, including urgent low and low-glucose events with discordant readings between fingerstick and ilet, pausing of insulin delivery, and subsequent elevated glucose after ingesting large carbohydrate amounts; the user also reported low-glucose alerts not sounding on the ilet while caregiver phones received alerts via the linked application. Symptoms included shakiness and other hypoglycemia sensations at glucose levels around 100¿120 mg/dl, as well as subsequent hyperglycemia. Outcomes included user-initiated pausing of the device, ingestion of oral carbohydrates including glucose gel and a high-carbohydrate meal, and follow-up education on meal announcements, pausing guidance, and consideration of adjusted targets. Investigation included technical troubleshooting and user education on best practices for meal announcements, treatment of lows, and appropriate use of pause before activity. Investigation of this case revealed no confirmed device malfunction and suggested that the sequence of carbohydrate intake, pausing of insulin delivery, physical activity effects, and potential alert-setting or acknowledgment factors could explain the glycemic variability and alert experience. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.